Event description:
Doctor has had three (3) bowel injuries (pouch injury) in the last six (6) laparoscopic bypass surgeries, resulting in holes where specimen was removed. Approximately near staple line. All three pts needed add'l laparoscopic surgeries to repair hole in bowel. Procedure dates are unk for the three different occurrences. Specific serial number of instrument that caused injuries is unk.